Event description:
See initial report.

Manufacturer narrative:
H.10: the replaced board was returned to the manufacturer site for further investigation. No faults have been detected on the board. From the investigation performed it is clear that the replaced board was not defective. It is very likely that the reported error disappeared thanks to the reinstallation of a new board which allowed all connections to be restored.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in wheeling, (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. His first attempt was to replace the distribution board but this was unsuccessful. Afterwards, he replaced the ac mains board and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message after the filling of the tanks on both patiet and cardioplegia side. There was no patient involvement.